Event description:
Additional information was reported that the device will not be returned for analysis and a save to disk could not be performed.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a ventricular fibrillation (vf) and lost consciousness. The patient was converted to normal sinus rhythm with external defibrillation. The device was reprogrammed so that the pacing rate was changed from 80 ppm to 90 ppm. The next day, the device was again reprogrammed so that the pacing output was changed from 3.5 volts to automatic capture and the sensing was decreased from 2.0 mvolts to 1.5 mvolts, despite the sensing threshold being at 2.0 to 5.0 mvolts. The following day, this device was found not sensing or pacing and the patient went into vf. The patient did not recover and passed away. There is an allegation that automatic capture was not working properly and resulted in the pacing failure which contributed to the patient's vf. The EKG strips were sent to boston scientific technical services for further evaluation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Analysis of the data showed intermittent loss of capture, which could be explained by normal device function. Documented low r-waves may have contributed to loss of sensing and loss of capture. It is possible that the device was in retry mode and the device would deliver pacing up to a maximum output of 5 volts. However, no further information on pacing outputs could be ascertained through the submitted strips. At this time, the device is not going to be returned for laboratory analysis. Attempts are being made to obtain a data disk so, analysis can be conducted of the episodes prior to the patient's death. No additional information is available. Once the data disk is able to be obtained and analyzed, this report will be updated.